Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that biomed stated the arctic sun device was not heating. The device had over 2000 hours and would be coming in for the 2000 hours preventive maintenance. Per follow up information received on 22-aug-2022, there was no patient involvement. A quote had been sent to customer and they will send device in for service. Per sample evaluation results received on 20-oct-2022, it was reported that the double bend tube was replaced due to expansion found during repairs.

Manufacturer narrative:
Upon further review, bd has determined that, this MDR event is not reportable. The actual/suspected device was inspected.

Event description:
It was reported that biomed stated the arctic sun device was not heating. The device had over 2000 hours and would be coming in for the 2000 hours preventive maintenance. As per follow up information received on 22aug2022, there was no patient involvement. A quote had been sent to customer and they will send device in for service. As per sample evaluation results received on 20oct2022, it was reported that the double bend tube was replaced due to expansion found during repairs .